Event description:
It was observed during central processing the pk dissecting forceps instrument had a frayed cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the distal idler. No damage found on pulley and clevis. An additional observation found the instrument distal pulley had scratch marks/ abrasion the surface of the distal pulley. Additionally the instrument one grip was bent, causing side to side misalignment of grips. There was a .060 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Evidence not conclusive, but bent damage may be due to mishandling/ misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable were to recur could cause or contribute to an adverse event.